Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the bd insyte¿ IV catheter that the IV catheter did not retract fully causing needle stick. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Device single use?: no. Device returned to manufacturer: no. This supplemental MDR also corrects the event description: it was reported that during use of the bd insyte¿ IV catheter that the IV catheter did not retract fully which caused a needle stick. Medical intervention is unknown.

Event description:
It was reported that during use of the bd insyte¿ IV catheter that the IV catheter did not retract fully which caused a needle stick. Medical intervention is unknown.

Manufacturer narrative:
The nonconformance cannot be confirmed as no sample was returned for investigation. No DHR was reviewed as the batch number is unknown. The complaint will be reopened if the sample is returned for investigation.

Event description:
It was reported that during use of the bd insyte IV catheter that the IV catheter did not retract fully causing needle stick. There was no report of exposure, serious injury or medical intervention.